Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the suture broke due to the hemostatic kelly forceps used in tugging the suture on the first leg implanted. The needle was retrieved using a pair of forceps. The procedure was completed with another uphold vaginal support system. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned uphold vaginal support system revealed that the blue dilator is broken. The distal end of the dilator is torn at the break. The suture and dart are missing and were not returned. Analysis revealed no damage to the capio suture capturing device. There is blood residue on the capio. The most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the suture broke due to the hemostatic kelly forceps used in tugging the suture on the first leg implanted. The needle was retrieved using a pair of forceps. The procedure was completed with another uphold vaginal support system. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.